Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. Stent dislodgement was confirmed. However, missing stent implant could not be confirmed as the dislodged stent implant was returned on the stylet. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a 2.75x38 rx xience xpedition stent delivery system, it was observed that the stent implant was not on the balloon. The stent was not found in the packaging or at the site. The device was not used and there was no patient involvement. A new xience xpedition sds was used in the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.